Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb video image freezing. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the insertion flexible tube (ift) cut, the lg air/water socket cylinder loose, the u/d knob disinfections damage, the r/l knob disinfections damage, the r/l lock knob hard to move, the air/water socket chipped/cut o-ring, and the angulation-right stuck in l position; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.